Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During use of nc solarice and solarice ptca balloon catheters it was reported that difficulty was experienced retrieving the device. No patient injury was reported. The solarice and nc solarice devices are considered to be the same as euphora and nc euphora with the exception of a different brand name and minor differences in the labelling.